Event description:
The customer contacted physio-control to report that their device is not powering on when the lid is opened. This issue can lead to a delay in the user being able to power on the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically isolated switch, designator sw5. The customer received a replacement device and their device was archived by physio-control

Event description:
The customer contacted physio-control to report that their device is not powering on when the lid is opened. This issue can lead to a delay in the user being able to power on the device to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.